Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, missing end cap sticker, and cracked reservoir tube.

Event description:
It was reported that the customer had a motor error alarm during priming on the insulin pump. The customer's blood glucose level was 180 mg/dl. The customer stated that the insulin pump was drop. The patient was assisted on how to clear the alarm and advised to disconnect from the insulin pump. The customer was advised after the troubleshooting was performed to discontinue the use of the insulin pump and revert to back-up plan and return the insulin pump. The patient was advised that replacement will be sent on the insulin pump. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.